Event description:
It was reported that electrodes 0, 1, 8, 9 and 10 were found to be greater than 3600 ohms. A multi-lead trialing cable was used to check the lead impedances and they all came back okay. The neurostimulator was never implanted into the patient. A new neurostimulator was implanted instead. It was noted that there was no death to the patient. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger; product ID: 37744, serial# (B)(4), product type: programmer. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the stimulator found no anomaly. Normal impedances were measured on all circuits and electrode pair combinations when a known good lead was used with the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Refer to manufacturing report # 3007566237-2012-01315.